Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 67mm aaa. It was reported that during the index procedure the recapture trigger would not pull all the way back to release and re-capture the nosecone. The physician screwed the grey handle to the blue to recapture the nosecone. The procedure was completed. It was confirmed the delivery system appeared normal before use, deployment steps were followed pr the instructions for use (IFU) and the device deployed normally. Per the physician the cause of the event was device related. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the device returned with the external slider slightly retracted. The graft cover was curved with slight kinks evident. The graft cover was retracted and advanced using the external slider with no issues noted. Difficulties were noted advancing and retracting the graft cover using the external slider trigger as it became stuck at certain points. The trigger did not return to the home position when released after each activation. There was no damage evident to the screw gear threads which would have hindered movement of the slider. The external slider was disassembled. The end of the spring was visibly caught between the trigger sheath and the internal slider and hung up on the thread tooth on both sides of the internal slider preventing the trigger returning to the home position. The spring was retracted and removed from between the components. The trigger could then return to the home position following activation. On inspection of the spring a small burr was observed on one end. Longitudinal and radial scratches were visible on the internal sider. The reported removal difficulties were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.